Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
Related to (B)(4). Summary: ssu (B)(6) reported customer complains that the shelf life of the delivery of 5 packs of cvh-5001 vasoshield pressure controlling syringe / is too short < 12 months. A maximum usage time of 13 weeks after delivery is too short. Devices were withdrawn from circulation at the end of the period of use - therefore no use on patients, no impairment and/or damage.

Manufacturer narrative:
It has been determined complaints (tw#: (B)(4) do not meet the definition of a complaint per (B)(4). Customer did not accept the devices because the devices they received had a relatively shorter shelf life, the devices were not defective and no adverse event was reported. Therefore, the complaint will be cancelled. Corrected sections: following sections were corrected to blank: b1, b3, b5, b6, b7, d1, d2a, d2b, d4 (version/model #, lot #, exp. Date, catalog # and UDI#), d5, d8, d10, d11, e1 (initial reporter, event site name, address, email), e2, e3, e4, g3, g5, g8, h6 (clinical code, problem code, type of investigation, investigation findings, component codes, impact odes and investigation conclusions), and h8.

Event description:
It has been determined complaints (tw#: (B)(4) do not meet the definition of a complaint per (B)(4). Customer did not accept the devices because the devices they received had a relatively shorter shelf life, the devices were not defective and no adverse event was reported. Therefore, the complaint will be cancelled.